Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No unexpected low battery alarm or off no power alarm noted. The low reservoir alarm functioned properly. No low reservoir alarm anomaly noted. The insulin pump programmed with multiple bolus deliveries and all registered properly in the bolus history noted. No bolus delivery anomaly noted. The insulin pump passed the delivery accuracy test. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that they had been experiencing unexplainable low blood glucose for a week. The customer reported that the insulin pump was over delivering. The customer's blood glucose level during the incident was 45 mg/dl. On (B)(6) 2017, the customer had low blood glucose levels of 42 mg/dl, 51 mg/dl, and 52 mg/dl. They unhooked the insulin pump, suspended it, and their blood glucose rose to 249 mg/dl and 72 mg/dl. The customer treated their blood glucose with manual injections. The customer also reported that they had experienced a low blood glucose level of 38 mg/dl. After troubleshooting was performed the customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.